Manufacturer narrative:
Evaluation summary: the one side of cups of the defect product did not move. The length of the bended cup opening wire connected to the cup was longer than the width of the sleeve. It caused the interference between cup opening wire and sleeve. Because of this interference, one side of cups did not open.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. It was confirmed that there was a problem with the equipment during the procedure and that the procedure was continued and completed using a substitute. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
After opening the vdk, the cup opened and closed normally, and a biopsy was possible, but when the tissue was removed from the cup, the cup became slanted and could not be opened at all. The entire cup was facing diagonally without opening, and the wire that opens and closes the cup protruded from the outer metal surface. During the test, the wire returned to its original position and could be opened and closed. There was no report of patient harm. The time of event is during use.